Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain and numbness at the lead site. As a result, surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.